Event description:
It was reported that a peritoneal dialysis (pd) patient had a surgery. Upon follow up, the patient's pd registered nurse reported this patient underwent a planned, nonemergent outpatient procedure for a revision of the pd catheter (not a fresenius product). The patient experienced fill and drain difficulty during ccpd therapy due to the malposition of the catheter prior to the procedure. There was no report the patient experienced a hernia, an infection or any serious injury that could potentially cause or contribute to the malposition. It was confirmed the malposition of the patient's pd catheter and the associated outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warr??mting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).